Event description:
Pt was seen at the implant center for device eval in june 1999 because of difficulties establishing lock between the internal and external components of the system. Testing conducted at the center, including a change out of the external equipment, confirmed that her device was no longer functioning. Explantation/reimplantation took place in 1999. Pt was reimplanted with another clarion device.